Event description:
It was initially reported that the patient had a recent flurry of absence seizures followed by cluster of generalized tonic clonic seizures. The physician did not see a clear cause of exacerbation of the seizures and feels that it may be a low vns battery or confusing medications. The patient's generator was not at end of service at the time so a low battery would not have been the cause. The physician did not provide any additional information when asked. The patient had a recent generator replacement and the generator had not been returned to the manufacturer for evaluation.

Event description:
Additional information was received that the generator will not be returned to the manufacturer for evaluation as the hospital does not return explanted product.